Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with corneal abrasion in left eye. A detailed description says that patient had mild inflammatory response on flap edge of left eye more than right eye, with not discomfort on post op day 1 and returned to center on day 2 with epithelial defect in the same location as mild inflammation in left eye. Right eye was resolving and looked better. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of mild foreign body sensation of sand and dirt in left eye while right eye was wonderful. Patient reported symptoms are not interfering with daily activities. Surgeon applied a bandage contact lens to left eye and was scheduled to remove it in 2 days. Bcva from (B)(6) 2017: right eye pre-op 20/20, 1.00 x .00 x 90. Left eye pre-op 20/20, 1.25 x -.25 x 80.